Event description:
The ventilator would not pass the extended self test. The customer support engineer was inspecting the ventilator and noticed there was no audio alarm, the cse replaced the alarm assembly. The unit passed extended self testing.